Manufacturer narrative:
Device evaluation: one smiths medical cadd solis hpca pump was returned for analysis with no physical damage found on the device. During analysis, the customer's concern regarding failed delivering and accuracy was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. No issue was found with motor noise and the customer's device was able to deliver fluid through tubing. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received that a smiths medical cadd solis hpca pump,was not working properly, "saying med was given even if the button wasn't pushed." No adverse patient effects were reported.